Event description:
The pharmacist reported that during glaucoma surgery, when the suture knot was tightened and suture systematically broken. The surgeon had to redo the sutures multiple times on the patient¿s eye with alternative suture. Details of patient impact was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).